Manufacturer narrative:
The cartridge user guide cautions that insulin should be at room temperature before use or air bubbles could form in the cartridge.

Event description:
It was reported that multiple intermittent occlusion alarms occurred. Reportedly, the customer filled the cartridge with cold insulin. Customer's blood glucose ranged from 300 mg/dl to 500 mg/dl. Tandem technical support educated the customer this was off-label. Reportedly, customer reverted to manual injections for insulin therapy.